Manufacturer narrative:
The investigation of this event has not been completed. The extracorporeal set was discarded and not available for inspection. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A critically ill pt was undergoing continuous renal replacement therapy on a prisma machine at a clinic in (B) (6). The customer reported the prisma generated numerous alarms including "caution pressure in return line too high" and it was noted the transmembrane pressure increased to 650 mmhg. The nurse observed an external blood leak from the extracorporeal circuit at the same time she observed the effluent fluid was pink tinged and the prisma did not generate the blood leak detector alarm. The prisma machine was inspected and found to be operating within MFR's spec. The extracorporeal set was discarded and not available for analysis. The effluent fluid was not tested by the clinic for the presence of red blood cells before the set was discarded. During the investigation of this event, the customer reported the pt expired during treatment. At this time there is no clinical info surrounding the pt death.